Manufacturer narrative:
Per investigation by the manufacturing site: complaint intake indicated that the customer uses cidex (14 days) as their reprocessing method. This is a high-level disinfectant, therefore not approved for this product. Evaluation of the device has not been performed as it has been sent out for external testing. External test results indicated that no micro-organisms were found in the scope after cleaning/disinfection. User facilities must always follow the national guidelines and our IFU/reprocessing instruction when reprocessing the device. This event is filed under internal case #(b)(4.).

Manufacturer narrative:
The device will be forwarded to the manufacturing site for investigation. Should relevant additional information / investigation results become available, a supplemental medwatch report will be submitted unsolicited. This event is filed under internal case (B)(4).

Event description:
It was reported that the patient developed uti infection after completion of a procedure. No patient impact was reported at the time of the completion of the procedure. The doctor notified us after he found out that the patient developed uti infection post op. According to the doctor, patient was then given antibiotics, and is doing fine now.